Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this right atrial (ra) lead presented for follow-up complaining of shortness of breath. It was noted their device was programmed vvi as the patient was in permanent atrial fibrillation (af); the physician inquired about programming rate response on but was informed that feature was not available for the patient's device. When discussing the possibility of automatic mode switching, the physician stated they could not rely on the feature as the ra lead did not work. No specifics could be obtained regarding the exact lead issue as there was no record of a device check/follow-up after implant in (B)(6) of 2009. The patient was cardioverted to sinus rhythm with the device left programmed to non-rate-responsive vvi. The physician plans to check the patient's device again in the coming months. No adverse patient effects were reported.